Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Subsequently, pump date and time were incorrect. Reportedly, customer corrected the time and date and successfully resumed insulin delivery. Customer¿s blood glucose level was 225 mg/dl.